Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 10 - 20 mg/dl. Suspected cause was due to the pump settings recently being updated. Reportedly, the customer "blacked out" and woke up on the floor with cuts on their hand and bruises on body. The customer was treated with intravenous fluids of saline. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin within the pump supplies.